Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. D4: additional device information unknown / not provided. E1: reporter name: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
Doctor reported that tool broke at the tip while tightening.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H11: additional narrative. Zimvie received one (1) item (B)(6). Visual evaluation was performed. Visual evaluation: it was observed a screwdriver with broken tip. The tip is not included. The remained part from the screwdriver tip has been strengthened by often use and/or high torque values, the breakage area shows signes of torsion and a sudden breakage type. Complaint history review was performed for the reported lot number 2507010758 for similar events and one other complaint was identified. Review completed utilizing keywords: ¿category as reported-dental : functional : fracture¿ based on the investigation and risk management file, the most likely root cause determined from the investigation was torque applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.